Event description:
A customer reported a problem while attempting to communicate their meter with precision link data management system. It was identified by adc customer service that some results in the meter did not have the date and time. After troubleshooting with the customer, the date and time was set and checked and the results came up in the meter with the date and time which did upload to the precision link data management system. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The device manufacturer date is unknown. There is a known malfunction with the precision link software that can lead to incorrect trending of results. This occurs when results, obtained on a meter with incorrect date and time, are uploaded to a computer with precision link software. Customers and retailers have been notified through the adc fa21dec2006 letter.